Event description:
This is filed to report hemorrhage and hypotension. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had preexisting ventricular tachycardia (v-tach), advanced parkinson's disease, huge barlow's valve with prolapse and flail. An xtw clip was inserted and deployed on the mitral valve. However, it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician state the v-tach throughout the procedure likely resulting in the slda. It was then observed the patient blood pressure decreased due to an external iliac bleed. The physician stated the sgc may have caused or contribute to the bleed. Therefore, the procedure was discontinued, and extracorporeal membrane oxygenation (ECMO) was performed. Mr remained at a grade of 4. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hemorrhage appears to be due to procedural conditions. The reported hypotension appears to be a cascading event of the hemorrhage. Additionally, hemorrhage and hypotension are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.